Event description:
The customer reported that the mainframe shows a message "filament regulator failed, press any key to continue."

Manufacturer narrative:
(B) (4). The ge svc rep arrived on-site and checked batteries. Batteries are ok. He performed a generator cal and filament cal. He took 15 minutes of fluoroing and message came back. He checked the filament drive ok signal and generator driver never sees a problem with filament drive. He ordered x-ray controller then removed and replaced the x-ray controller. He reloaded flash and cal and config files. The system still gave a filament regulator error. He replaced the customers x-ray controller back in system then removed and replaced filament and the driver pcb. He performed a gen cal and filament cal. He fluoro'd for 10 minutes with no errors. After ten minutes the tube arced. He cleaned and regreased high voltage cables. The tube still arced. The customer is going to change tube. The customer reported system has been operating with no problems. (B) (4)